Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery, and the load process. Customer's blood glucose (bg) levels ranged from the upper 200's (mg/dl) to 311 (mg/dl). The customer's high bg levels were addressed with a bolus delivery via the pump, and an insulin shot. Reportedly, the customer was able to load a cartridge successfully, and had insulin shots available as alternate insulin therapy.